Manufacturer narrative:
Follow-up #1: date of submission. 02/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: during investigation, the keypad cover was found to be intact. The up, down and ok buttons were unresponsive to user presses. The cover was removed and there was no contamination found under the contacts. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. The audio bolus button was found to be stuck. Unrelated to the original complaint, there was evidence of moisture on the bolus button connector and inside the pump near the audio bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.